Manufacturer narrative:
The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Many heart failure patients will have permanent pacemakers and internal defibrillators in place by the time an lvad is implanted. These devices are often needed in the early postoperative period. Cardiac arrhythmias are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Arrhythmia is a potential event that may be associated with use of the product. Those with heart failure and/or history of arrhythmias are at risk for more arrhythmias with lvad therapy. With review of the available clinical data, the most likely root cause of the infection is the patient's complex medical history and comorbities. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the us that a patient was admitted to the hospital for arrhythmia. On (B)(6) 2015 the patient had sustained ventricular arrhythmia requiring cardioversion. After receiving medication, the patient was discharged on (B)(6) 2015. The patient was re-hospitalized on (B)(6) 2015 for a planned procedure of ablation of the arrhythmia. The patient remained in the hospital and was discharged on (B)(6) 2015. The patient was rehospitalized for arrhythmia and remained in the hospital for retractable arrhythmia and was transplanted on (B)(6) 2015. The product is not planned to be returned to the manufacturer. No additional information available at this time.